Event description:
It was reported that the patient faced an event on (b)(6) 2026 where the infusion set tape did not stick.

Manufacturer narrative:
E1: Event City: (b)(6)Event Country: ItalyName:(b)(6)Country: United States of AmericaStreet Address: (b)(6). Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.